Event description:
It was reported that a female patient underwent revision breast augmentation with 300cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation. As a result, the devices were explanted at an unknown date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage could be identified in the implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. Information regarding patient's initials, date of birth, date of replacement surgery (january 29, 2022) with catalog number 3503004bc; serial number (B)(6) on the left side, and with catalog number 3503004bc; serial number (B)(6) on the right side were received with the device. Corresponding fields have been updated. On march 6, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).